Manufacturer narrative:
Results evaluations codes: examination of the returned product confirmed the customer complaint of cuff leakage. The source of the leakage was identified as a series of small scratches and tears 45mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the possible product lot reported. Though, there have been several complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of products. Root cause: it is stated that the product was tested prior to use and only became deflated after an unknown number of hours following insertion; as such this incident is unlikely to be the result of a manufacturing fault. The damage found is indicative of damage against the pt anatomy, possibly following repositioning of the cuff. Though, these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. Corrective action and timings: due to not likely a manufacturing fault, no corrective action has been assigned. This file has been logged for trending purposes.